Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), infection ("infections"), dyspareunia ("dyspareunia"), arthralgia ("joint aches"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal distension ("bloating"), alopecia ("hair loss"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, infection, dyspareunia, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal distension, alopecia, weight increased and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), infection ("infections"), dyspareunia ("dyspareunia"), arthralgia ("joint aches"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal distension ("bloating"), alopecia ("hair loss"), migraine ("migraines"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), headache ("headaches"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, infection, dyspareunia, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal distension, alopecia, weight increased, migraine, skin disorder, rash, psychological trauma, vaginal infection, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, infection, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: essure confirmation test(s) (unspecified) unknown. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events general abnormal bleeding, rash/skin condition, psych injury, vaginal infection, headaches, hormonal changes were added. Lab data. Added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.